Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel below-the-knee. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, upon initial inflation the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.